Event description:
Technician alleged that the right head siderail was not latching.

Manufacturer narrative:
Technician found feeding tube medicine on the latch causing it to stick. Technician cleaned and lubricated the siderail latch to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.